Event description:
It was reported bd venflon¿ pro safety catheter had leakage issues. The following information was provided by the initial reporter: "after placement of the peripheral vein catheter is observed supplied plug to be leaky."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety catheter had leakage issues. The following information was provided by the initial reporter: "after placement of the peripheral vein catheter is observed supplied plug to be leaky."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The molding process was reviewed. The probable root cause for the reported leakage could be due to the sink mark at the luer cone tip of the end cap. The air vent may be choked at the cavity side during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. However, the molding team was not able to simulate the worst-case sink mark scenario that could cause a leakage at the concern area. As no sample was returned, further investigation cannot be performed, and a root cause cannot be determined. H3 other text : see h10.